Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio2: 4.8, lab: 3.2. Date: (B)(6) 2011, inratio2: 5.3, lab: 3.6.

Manufacturer narrative:
Investigation pending.